Manufacturer narrative:
The driver was received at the manufacturer for service and evaluation. During the investigation, a run-on condition was found. Based on the investigation details, the likely cause was corrosion and problems with the motor, trigger assembly, and facegear, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver continued to run on its own. There was no patient involvement. There were no adverse consequences reported as a result of this event.